Manufacturer narrative:
(B)(4), the device was not returned for investigation. No return product evaluation could be completed. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. Case details were reviewed; no issues were encountered advancing or withdrawing the tavr procedural sheaths. Following the tavr, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The physician commented on the difficulty experienced while inserting the bypass tube and connecting the manta closure into the sheath hub, although the physician continued to proceed, completing the closure. Hemostasis was immediate on the surface and a post-angiogram indicated a small extravasation. During the post-angiogram, the patient's activated clotting time (act) was 414, protamine was administered, and five minutes of pressure was held. The patient did not experience any harm or consequence from this event. The extravasation experienced post-angiogram is likely due to the high act post-procedure. As listed in the IFU procedural requirements within the manta instructions for use: activated clotting time (act) should be below 250 seconds prior to closure. The IFU also indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.2713%. The der process will continue to monitor for any similar events.

Event description:
It was reported that: physician struggled inserting bypass tube into the sheath for manta delivery. Additional information: during a tavr procedure, there were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of the sheath while attempting to insert the bypass tube. Moderate resistance was met but the original manta was successful in completing the procedure. Small extravasation noted on post procedure angio - act was 414 and protamine was administered; 5 min hold performed for successful hemostasis. No harm or consequence was experienced by the patient because of the bypass tube.

Event description:
It was reported that: physician struggled inserting bypass tube into the sheath for manta delivery additional information: during a tavr procedure, there were no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of the sheath while attempting to insert the bypass tube. Moderate resistance was met but the original manta was successful in completing the procedure. Small extravasation noted on post procedure angio - act was 414 and protamine was administered; 5 min hold performed for successful hemostasis. No harm or consequence was experienced by the patient because of the bypass tube.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.